Manufacturer narrative:
The company is requesting the return of the unit for non-destructive testing. Once more information is available on the incident or the inspection of the unit has been completed, a followup MDR will be submitted.

Event description:
The company was informed on april 19, 2016 of an adverse event that occurred on (B)(6) 2016 allegedly involving a visionaire unit. Allegedly, the patient was using a visionaire 5 when it began to alarm. Unfortunately, the patient was hard of hearing and did not hear the visionaire alarming. As a result, the patient fell ill and was admitted to the hospital where the patient died.